Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a japanese infusor sv (small volume) underinfused during a patient infusion. The nurse observed that some drug remained in the bladder after a 46 hour medication at the hospital. The device had been filled with 5-fluorouracil (5-fu) and saline. There was no patient injury or medical intervention associated with this event. No additional information is available.